Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead was found to have high threshold measurements and loss of capture, as it had dislodged. A revision procedure was performed and this lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.